Event description:
On (B)(6) 2011, pt reported that the infusion device was not delivering insulin properly and this resulted in elevated blood glucose in the 300-400 mg/dl range. Target blood glucose is 130-170 mg/dl, and pt corrected hyperglycemia with injection therapy. Pt reported that on (B)(6) 2011, enough insulin spilled inside the infusion device to pour out. The cartridge was removed from the infusion device correctly, but the plunger became stuck on the piston rod. Pt removed the stuck plunger and resumed normal operation of the infusion device. Blood glucose has been elevated since that event. The infusion device also displayed e4 occlusion errors during bolus delivery, and pt believes the insulin ingress is preventing the piston rod from moving correctly. Pt switched to her backup infusion device. Alleged cartridge was discarded by the pt. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.